Manufacturer narrative:
(B)(4).

Event description:
It was reported the system was explanted to erosion discovered during a routine follow-up. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.